Manufacturer narrative:
(B)(4): results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary - quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was crystallized contrast in the inflation lumen and in the proximal balloon taper. The stent implant had dislodged from the balloon and was returned. There were flattened struts in the forth and fifth row of proximal stent struts. There were five bent and stretched struts in the first row of distal struts and three bent and stretched struts in the second row of distal struts. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the proximal marker. The crimp marks on the balloon at the distal balloon marker were located just distal to the distal edge of the marker. There was no other damage noted to the sds. The protective sheath and dispenser coil were not returned. The stent implant outer diameters were measured and met manufacturing criteria. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient's anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the device was being removed from the hoop, the stent fell off. It was also observed that there was some stent strut damage. The device was not used on the patient. There is no additional event or patient information available.